Manufacturer narrative:
Correction: added patients date of birth.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on a separate unrelated event, the patient¿s peritoneal dialysis nurse stated the patient coded on (B)(6) 2018. The peritoneal dialysis nurse stated the cause of death was unknown. The patient continued peritoneal dialysis therapy up until the event. It is unknown if the patient was actively dialyzing at the time of the event. Additional information was solicited, but unavailable.